Manufacturer narrative:
The local area field representative was contacted for additional information regarding event cause and resolution. At this time, no further information is available. Should additional information become available this report will be updated. This product investigation is still in progress. This report will be updated when product investigation is complete.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) and electrode stored a treated episode where an additional shock was delivered due to an arrhythmia with a sudden onset and wide complex, and the delivered shock converted the rhythm. It was noted that the delivered shock impedance was 137 ohms, with recent shock impedances typically in the 100-110 ohms range. Technical services (ts) discussed troubleshooting options and programming considerations, recommending x-rays to evaluate system placement. The field representative denied any patient weight gain. This electrode remains in service. No additional adverse patient effects were reported.